Event description:
The complainant reported a patient noted as high-risk percutaneous coronary intervention was implanted with an impella cp device for mechanical circulatory support. During pump set-up the automated impella controller (aic) did not initially recognize the catheter connected (impella cp with smart assist), configuring the set-up steps of a conventional cp (connector cable connection step). After another attempt successful configuration and case. No harm done to the patient.

Manufacturer narrative:
The investigation for the reported issue has been completed. The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Based on the review of logs, the cause of the aic (automated impella controller) issue was most likely a malfunctioning impellatronics board, combined with the failure of software mitigation mechanism. This report is being filed as part of a retrospective review of historical records.